Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that at 2 consecutive pump refills all the medication placed at the previous refill visit was removed from the pump reservoir. The pump was not running properly and the pt received no therapy for 2 months. A rotor study was performed and the rotor did not move. A catheter dye study was performed and the catheter was intact (date of exams not reported). The company rep was told the pump would be replaced due to battery depletion. Preoperatively the pump screen was active; the pump logs showed no battery alarm then or from the previous refill. At pump replacement, the entire contents of the old pump were transferred to the new pump, verifying the lack of infusion. A low battery alarm did appear after explant. The pump was replaced. The pt outcome was reported as 'no injury, recovered without sequela.' The pump was used to deliver fentanyl, bupivacaine, clonidine, and baclofen. A follow-up report will be submitted if add'l info becomes available.